Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that a commanded shock was done to terminate atrial fibrillation when it comes to this device. The programmer emitted a siren but the shock was not delivered. The commanded shock screen was excited and tried again. The programmed emitted the siren again and the commanded shock was delivered. An inquiry regarding why the first attempt failed was made. A review by engineering noted that the first commanded shock failed due to incomplete telemetry commands. It was advised to place the device wand over the programmer while in the telemetry session. The device remains implanted. No adverse patient effects were reported.